Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. The event history log could not be downloaded. The device was powered up and immediately alarmed with error code 1660. This error code, indicates an issue with the processor on the circuit board. The device history record was reviewed, and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty circuit board was replaced in order to correct for the reported product problem.

Event description:
It was reported the device gave an "error 1660" alarm.